Event description:
It was reported that during interrgation of the pulse generator a messaged -data not read- was displayed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.